Manufacturer narrative:
The device was returned to olympus for evaluation and the investigation is in process. During repair, the device was found to have the forceps cover glue peeling, fluid invasion, crack in the bending section cover glue (a-rubber glue), the biopsy channel (bx channel) and the elevator channel was leaking. The device was repaired and inspected and passed olympus functional standards. A definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility returned the olympus asset, evis exera ii ultrasound gastrovideoscope, to the olympus service center. Upon inspection and testing of the returned device, it was observed that the forceps cover glue was peeling. This report is being submitted for the event found during evaluation. There was no patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the cause of the adhesive peeling could not be identified. The following verbiage is identified within the instruction manual, which may help prevent the phenomenon: "do not apply shock to the distal end of the insertion section, particularly the ultrasound transducer and the objective lens surface at the distal end. Visual abnormalities may result." Olympus will continue to monitor field performance for this device.